Manufacturer narrative:
The investigation determined that lower than expected vitros gent, tobra and vanc quality control results were obtained from two different levels of non-vitros biorad control fluids on a vitros 5600 integrated system. The assignable cause of the event is instrument related, as the instrument was powered off for approximately 8 hours, allowing the reagent packs to be stored outside of the recommended storage conditions. Acceptable quality control results were obtained for all 3 assays after replacing the affected reagent packs with reagent packs properly stored unopened at 2 ¿ 8 degrees c. There is no indication the vitros gent, tobra and vanc reagent packs malfunctioned.

Event description:
The customer complained that lower than expected vitros gent, tobra and vanc quality control results were obtained from two different levels of non-vitros biorad control fluids on a vitros 5600 integrated system. Gent: biorad l1 results: <0.6 ug/ml(x4) vs expected 3.02 ug/ml. Biorad l3 results: <0.6 ug/ml(x4) vs expected 7.12 ug/ml. Tobra: biorad l3 results: 4.61, 4.65, and 4.69 ug/ml vs expected 6.78 ug/ml. Vanc: biorad l3 results: <5.0 ug/ml (x3) vs expected 27.6 ug/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient samples were processed during the timeframe the quality control results were unacceptable and there was no allegation of patient harm as a result of this event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. (B)(4).